Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a non-penumbra catheter and a non-penumbra stent retriever. During the procedure, the physician advanced the velocity through the non-penumbra catheter past the clot. Next, while attempting to advance the stent retriever through the velocity, the physician encountered resistance and the stent retriever would not advance. Therefore, the stent retriever was removed, and another stent retriever was used; however, the second stent retriever would not advance either. Therefore, at this point, the physician decided to remove the velocity and the non-penumbra catheter out by using negative pressure with a 60cc syringe attached to the non-penumbra catheter. Upon removal, the velocity was noticed to be broken in two segments at the mid-shaft. Next, while attempting to insert a new velocity through the non-penumbra catheter, the physician noticed that the clot had migrated to m3/m4. Therefore, the physician administered tissue plasminogen activator (tpa) through the velocity. The procedure ended at this point. It was reported some of the clot was dissolved by administering tpa; however, the patient was left with a distal occlusion that was too small to aspirate or to break up with tpa.

Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was fractured. Based on the damage near each fracture site, the breaks were likely the result of an initial kink. If the velocity is manipulated at an extreme angle during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed a bend distal to the strain relief. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Section b. Box 5. Describe event or problem h3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a non-penumbra catheter and a non-penumbra stent retriever. During the procedure, the physician advanced the velocity through the non-penumbra catheter past the clot. Next, while attempting to advance the stent retriever through the velocity, the physician encountered resistance and the stent retriever would not advance. The stent retriever was removed from the patient and another stent retriever was used; however, the second stent retriever would not advance either. At this point, the physician decided to remove the velocity and the non-penumbra catheter out by using negative pressure with a 60cc syringe attached to the non-penumbra catheter. Upon removal, the velocity was noticed to be broken in two segments at the mid-shaft. While attempting to insert a new velocity through the non-penumbra catheter, the physician noticed some clot remaining in the m3/m4 segment of the mca. Therefore, the physician administered tissue plasminogen activator (tpa) through the velocity. The procedure ended at this point. It was reported some of the clot was dissolved by administering tpa; however, the patient was left with a distal occlusion that was too small to aspirate or to break up with tpa. There was no report of an adverse effect to the patient.